Event description:
Same case as MDR ID: 2134265-2014-02125. It was reported that removal issues occurred. The 80+% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Diffuse disease was also noted in a series of lesions in the right posterior descending artery (rpda). A non- bsc guide wire was advanced and predilation was performed with a 2.5x20mm emerge balloon catheter that was inflated to 11 atms for 30 seconds in a series of locations throughout the vessel. The balloon was removed. A 3.0x38mm promus premier was advanced but failed to cross. The physician attempted to withdraw the device, but felt ¿drag¿ or that it felt ¿rough on the wire¿ during removal. The physician had to pull ¿harder¿ on the device to get it removed from the patient while maintaining wire position. The physician then advanced a 4.00 x 12mm promus premier to the target lesion and deployed the stent at 14 atms. During withdrawal of the delivery catheter, the same removal issues were noted with the physician again having to pull ¿harder¿ to remove the device from the patient. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that a large quantity of saline crystals were present within the balloon on initial inspection. The balloon was then inflated and the quantity of saline crystals contained within the balloon remained noticeably high. Following an attempt to deflate the device, the balloon did not receive a drop in pressure and this occurrence may have been caused by the saline crystals blocking the outer lumen conduit. The promus premier electronic dfu states the normal heparinized sterile saline required for preparation of the procedure. A visual and tactile examination found no other issues with the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile. No kinks or damage was noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal issues occurred. The 80+% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Diffuse disease was also noted in a series of lesions in the right posterior descending artery (rpda). A non- bsc guide wire was advanced and predilation was performed with a 2.5x20mm emerge balloon catheter that was inflated to 11 atms for 30 seconds in a series of locations throughout the vessel. The balloon was removed. A 3.0x38mm promus premier was advanced but failed to cross. The physician attempted to withdraw the device, but felt ¿drag¿ or that it felt ¿rough on the wire¿ during removal. The physician had to pull ¿harder¿ on the device to get it removed from the patient while maintaining wire position. The physician then advanced a 4.00 x 12mm promus premier to the target lesion and deployed the stent at 14 atms. During withdrawal of the delivery catheter, the same removal issues were noted with the physician again having to pull ¿harder¿ to remove the device from the patient. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).